Event description:
Acct reports two instances of leaking at the y-junction of the extension set. Incident occurred with an adult pt. No med intervention needed for pt. Set change only intervention and is considered a nursing intervention.